Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon sticking to the stent was encountered. The lesion being treated was a 75% stenosed, moderately calcified, bifurcation lesion at the first obtuse marginal (om). The lesion was predilated with a 20 mm balloon (type unk). The physician successfully deployed the taxus express2 8.8% 3.0 mm x 20 mm stent in the 1st om at 12-13 atms. IV heparin and reopro were administered during the procedure. The physician was then unable to remove the stent delivery system balloon after deflation. The physician attempted several measures to dislodge the balloon including: rotating the balloon, advancing the catheter, pulling the catheter back, re-inflating the balloon to 2 atms, dialing down to 0 atms and going to neutral with the merit inflation device. The balloon was successfully removed after 5 minutes post deflation. The stent was post dilated with a 8 mm balloon (type unk). The stent was well apposed and positioned. Plavix and aspirin were given post procedure. No pt injuries or complications were reported. The status of the pt is listed as good. A voda left 3.5 guide catheter and a bmw 190 cm guide wire were used during this procedure.